Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer stated that they have a back up plan. The customer was treated with manual injection and she does feel ok to troubleshoot. The patient was advised to disconnect form insulinn pump. The customer was advised to change the entire set, reservoir, and insulin and treat per heatlh care provider instruction. The customer was sent tubing clamps to complete testings and advised of interaction aftercare email. No further assistance needed.